Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the ipg pocket site gets hot while recharging (date of event unknown). A replacement charger did not resolve the issue. Reportedly, the patient was advised to recharge in shorter intervals and consult with her physician regarding the next course of action. Follow-up revealed an x-ray was obtained with normal results. Subsequently, surgical intervention was undertaken during which time the entire system was explanted (surgery date unknown).

Manufacturer narrative:
UDI(di) (B)(4).